Event description:
It was reported that two days post implant, the patient had a syncopal episode while leaving the hospital and was re-admitted back to the hospital. The device remains in use. No further patient complications have been reported a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.